Event description:
It was reported via medwatch during intravenous therapy registered nurse (ivt rn) rounding on patient and found PICC placed from (outside hospital had a saturated biopatch and completed a dressing change. Later in day patient reports burning in bicep with potassium phosphate (k phos) infusion and later with flush. Ivt consulted again and rn requested that IV infusion be stopped and chest xray with right humerus view be obtained. Chest x-ray(cxr) read is that PICC is in svc. Ivt rn reviewed film and felt that there was a defect around 1.5cm that could potentially be a break in the line. IV rn discussed with bedside nurse and interventional radiology(ir) was consulted. Ivt was contacted from ir who states that dr. Reviewed the films and felt that line can be removed and replaced. Ivt specifically asked if it is safe for ivt removal and was told yes. Order obtained to removed PICC. Dressing removed and line easily retracted and removed per standing order(soc). Upon line inspection, there is a tear vs cut approximately 2/3 of the diameter of PICC completely cutting through the middle septum of PICC. Line was placed at outside facility per patient report. No documentation available regarding intended length or lot # of line.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.